Event description:
International affiliate reports the doctor implanted a programmable valve in 1998 to a young pt with a hydracephalus (arnold-chiari-derfomity). 4 months later, he attached a siphonguard cerebrospinal fluid fluid control device. Following that; the hydrocephalus increased and the pt had attacks during the night. The siphonguard was removed.